Event description:
It was reported that the procedure was to a 95% stenosed lesion in the right superficial femoral artery with heavy calcification. The 315cm barewire was loaded onto the large emboshield nav6 embolic protection system (eps) and advanced to the intended location. A non-abbott atherectomy device was then advanced on the barewire and used in the procedure; however, the atherectomy device was noted to have low stream. Therefore, the physician attempted to remove the atherectomy device from the barewire; however, during removal the atherectomy device continue to torque causing the barewire to separate. The atherectomy device and the proximal barewire were removed as a single unit. Enough of the barewire that remained in the patient was exposed to advance the retrieval catheter and removed the eps filter without issue. Unspecified balloon dilatation and unspecified stent implantation were used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and evaluation of the returned product, the tip separation likely occurred due to interaction with the non-abbott atherectomy device. It is likely that the barewire was subjected to torsional loads exceeding the material limitations causing the tip to separate. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to a 95% stenosed lesion in the right superficial femoral artery with heavy calcification. The 315 cm barewire was loaded onto the large emboshield nav6 embolic protection system (eps) and advanced to the intended location. A non-abbott atherectomy device was then advanced on the barewire and used in the procedure; however, the atherectomy device was noted to have low stream. Therefore, the physician attempted to remove the atherectomy device from the barewire; however, during removal the atherectomy device continue to torque causing the barewire to separate. The atherectomy device and the proximal barewire were removed as a single unit. Enough of the barewire that remained in the patient was exposed to advance the retrieval catheter and removed the eps filter without issue. Unspecified balloon dilatation and unspecified stent implantation were used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.